Event description:
During a routine shift check by a clinican, the device displayed a red "x" and gave a "unit failed" prompt. There was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product.